Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: isection: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A complainant reported that during impella 5.5 support the 67-year-old male patient was bleeding from chest tube. The patient received 3 units of red blood cells. It is uncertain if bleeding is somehow impella related. The patient expired while on support. Medical safety review of the event noted there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned for evaluation. Clinical details noted that patient was bleeding from chest tubes and experiencing mediastinum. Pump was in proper position at time of bleeding. The failure mode of "vascular damage - peripheral vessel" was changed to "vascular damage - great vessel" as the pump was inserted via direct aortic access via graft. The root cause of the vascular damage - great vessel cannot be definitively determined as limited clinical details were provided.